Manufacturer narrative:
The reagent lot number was 879779. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of calibration and qc issues as well as questionable results for patient samples for the online tdm vancomycin gen.3 assay on the cobas 6000 c 501 analyzer. One example was an initial result of 20.5 ¿g/ml, and a repeat result of 12.6 ¿g/ml from another cobas c501 analyzer. The repeat result was believed to be correct.